Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.